Event description:
Same MDR ID as 2134265-2014-05902. It was reported that guidewire detachment occurred. A 330cm rotawire¿ and wireclip¿ torquer and a 1.50mm rotalink¿ burr were selected to treat the lesion. Upon platforming, it was noted that the burr cut the wire. The physician pulled the wire completely out of the body and another wire was used to run the burr over the new wire. However, it would not track over the wire, the physician had to use a new burr. The procedure was completed with a different device. There was no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.; a visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. The annulus of the burr was inspected and was observed to be damaged. The burr was soaked in hot water in order to dissolve any residual dried saline. A test guidewire was successfully loaded through the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same MDR ID as 2134265-2014-05902. It was reported that guidewire detachment occurred. A 330cm rotawire¿ and wireclip¿ torquer and a 1.50mm rotalink¿ burr were selected to treat the lesion. Upon platforming, it was noted that the burr cut the wire. The physician pulled the wire completely out of the body and another wire was used to run the burr over the new wire. However, it would not track over the wire, the physician had to use a new burr. The procedure was completed with a different device. There was no patient complications reported and the patient's status is fine.